Manufacturer narrative:
Details: the resident was allegedly found on the floor with her arm stuck in the space between the footboard and mattress deck. The resident allegedly cut her arm, requiring stitches. Evaluation: the (B)(4) tech inspected the bed and found no defect or malfunction. Risk: no assessment has been performed. Summary: a query for like issues found no related issues for the echo bed for entrapment at the footboard and mattress deck. Conclusion: the bed is still in service. The facility has removed the rails, placed a fall mat next to the bed and placed rolled towels in the gap between the footboard and bed deck as their resolution.

Event description:
The resident was allegedly found on the floor with her arm stuck in the space between the footboard and bed deck. The resident allegedly cut her arm, requiring stitches. The iccg tech inspected the bed and found no defect or malfunction. The bed is still in service. The facility has removed the rails, placed a fall mat next to the bed and placed rolled towels in the gap between the footboard and bed deck as their resolution.